Manufacturer narrative:
H10: the customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the battery that was used was from a 3rd party, not philips battery which was the cause of the reported issue. The device was not being used for treatment when the reported event occurred.

Event description:
Philips received a complaint by the customer on the v60, indicating that the devices battery would not charge when ac was plugged in. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer has a v60, and states battery would not charge when ac was plugged in. The customer informed the rse that it had a battery issue due to using an aftermarket battery. She verified the code 1124 check vent: battery failed message is logged in the significant log. Also informed that the battery lot code is abcdefg. The rse provided the customer the right philips part # for the internal battery and the phone # for philips medical supplies.